Event description:
It was reported that two screws were found post-operatively after the patient complained of pain. A revision surgery was performed to remove and replace the screws. This is report two of two for this event.

Manufacturer narrative:
The screw was not returned, however photos of radiographical images were provided that showed the threaded shaft was fractured as reported. The cause cannot be determined as various patient and procedural factors may have contributed. A review of the manufacturing records did not identify any manufacturing issues that would have contributed to this event. The device's labeling lists device fracture and reopertation as possible adverse effects associated with the device. Additionally, it provides warnings and precautions associated with ensuring the patient understands that the device cannot withstand activity levels and/or loads equal to those placed on normal, healthy bone.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report number: 3012447612-2019-00399.

Event description:
It was reported that two screws were found post-operatively after the patient complained of pain. A revision surgery was performed to remove and replace the screws. This is report two of two for this event.